Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained.

Event description:
A pericardial effusion occurred. Procedure was aborted. It was reported that faradrive steerable sheath clear selected for concomitant opal farapulse/watchman procedure to treat atrial fibrillation (a fib). During procedure, pericardial effusion was present on tee after transseptal performed with versacross connect for faradrive. The rf wire was advanced across the puncture, but the faradrive sheath and dilator were never advanced across the puncture. Transseptal puncture was performed primarily with tee. The procedure was aborted when pericardial effusion was discovered on tee, and a pericardiocentesis was performed. No device malfunctions were reported. The device is not expected to return for analysis as disposed.

Event description:
A pericardial effusion occurred. Procedure was aborted. It was reported that faradrive steerable sheath clear selected for concomitant opal farapulse/watchman procedure to treat atrial fibrillation (a fib). During procedure, pericardial effusion was present on tee after transseptal performed with versacross connect for faradrive. The rf wire was advanced across the puncture, but the faradrive sheath and dilator were never advanced across the puncture. Transseptal puncture was performed primarily with tee. The procedure was aborted when pericardial effusion was discovered on tee, and a pericardiocentesis was performed. No device malfunctions were reported. The device is not expected to return for analysis as disposed. It was further reported that the patient was stable upon leaving the room. The pe was noted on tee, thus it was determined to not advance the two devices. There was no noted malfunction of either the dilator or sheath. In the physician's opinion, the device and procedure did not contribute to the patient complication.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a risk review performed for the faradrive steerable sheath clear device confirmed that the events of pericardial effusion is known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the faradrive steerable sheath clear device. Pericardial effusion is an expected procedural complication addressed in the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
A pericardial effusion occurred. Procedure was aborted. It was reported that faradrive steerable sheath clear selected for concomitant opal farapulse/watchman procedure to treat atrial fibrillation (a fib). During procedure, pericardial effusion was present on tee after transseptal performed with versacross connect for faradrive. The rf wire was advanced across the puncture, but the faradrive sheath and dilator were never advanced across the puncture. Transseptal puncture was performed primarily with tee. The procedure was aborted when pericardial effusion was discovered on tee, and a pericardiocentesis was performed. No device malfunctions were reported. The device is not expected to return for analysis as disposed. It was further reported that the patient was stable upon leaving the room. The pe was noted on tee, thus it was determined to not advance the two devices. There was no noted malfunction of either the dilator or sheath. In the physician's opinion, the device and procedure did not contribute to the patient complication.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained.